Event description:
The patient reported that they met with a doctor and the doctor took the patient's right leg and unexpectedly jacked it up to the patient's face. The patient heard a snap in the middle of their back and the stimulation and pain medications would not help with the pain. The implant had helped; not 100% but 60%. The patient had x-rays and CT scans. Due to the issues the patient experienced a burning a couple of times in the middle of their back but their doctor noted that this wasn't coming from the implant. These issues started in 2015. The patient had not had their device checked. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.